Event description:
It was reported that the during the implantation attempt of the right ventricular lead, the patient experienced a venospasm at the access site. It was further reported that the lead had stretched. The lead was removed and replaced with a new lead. There were no further patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed; analysis revealed the lead was stretched. All conductors were stretch, there was a breached cut of the outer insulation and blood in/on the helix mechanism, and the lead was damaged at implant.